Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, walked caller through the reset process, and resolved the issue successfully, allowing caller to start their sensor session without further errors.